Event description:
Since this procedure, my life has turned into a living hell. I have gained 20 lbs (weight has never really been an issue for me), have passed dozens of kidney stones when I normally only had them during pregnancy, my hair is brittle and wiry, my cycles are highly irregular lasting anywhere from 19-41 days, I bleed between periods almost every month and the length of menstruation is also highly variable from 3-9 days (not including) any spotting that precedes an actual flow), my mental acuity and clarity is gone, I am constantly in a state of what I refer to as "fogginess," I have excruciating headaches, joint pain, and sharp stabbing pains in my abdomen nearly every day.